Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) aux drawers 2.1 and 2.2 were not detected on bus. A field service engineer (fse) removed back panel and all controller board lights for the drawer were dead. Then removed all controller boards and replaced it, then reassembled the device. Further, rebooted to diagnostics application and drawer components were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed and identified a spark in the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.